Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 8 am with a blood glucose level of 586 mg/dl. The customer felt symptoms of vomiting and nausea. The customer was treated for their blood glucose by paramedics with IV fluids. The customer was wearing their insulin pump during their hospital stay. The customer did not troubleshoot and did not send the product back for analysis.